Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the right atrial (ra) lead had noise and unspecified capture issue. The patient had no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.